Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the patient side cart (psc) had instrument would not close all of the way on arm 2. Site replaced the instrument with no change and moved the instrument to arm 1. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) confirmed with the customer that the issue did not return. The fse recommended that staff to inspect the instruments and keep serial numbers recorded so they may RMA them, if the issue returns. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.